Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: interstim; product ID: 3889-28 (lot: va20njy); product type: 0200-lead; implant date: on (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient stated they received a call from the manufacturer and were calling back. The agent was unsure who called and asked if the patient had a recent implant. The patient stated they got a new implant on the 11th and when they woke up, they were told that the lead broke and they had to have an appointment with a neurosurgeon to have the lead removed before they could have an MRI. The patient stated the whole thing was strange because the doctor told the patient before the surgery that there was a 5% chance the lead would break and if it broke they would install the new one on the other side, but it was implanted on the same side. The patient did not think the lead was floating around, they thought it was probably wedged in there pretty good. The patient has a follow up appointment with the doctor the following week- may 20th. The patient mentioned yesterday after they took a shower, it was bleeding into their underwear and they were wondering if they should cover it up but the doctor never answered them. The patient will call back if they need more help after the appointment.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va20njy implanted: (B)(6) 2019 explanted: (B)(6) 2026 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The reason for call was patient mentioned that during the surgery for the new ins the lead from the previous ins broke and patient will have another surgery in about 4 months to take out the lead.